Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following a diagnostic procedure. The physician is reported to administer ancef to every patient that receives a closure device, provided the patient does not have an allergy to ancef. The patient was reported to have presented to the emergency room on 09/13/2002 with complaints of fever, warmth and redness to the site. The patient was discharged from the emergency room with a prescription for keflex. The facility has attempted to follow-up with the patient, but has been unsuccessful. Although requested, additional information has not come available.